Manufacturer narrative:
Product analysis: the analysis could not confirm the customer comment of the programmer failed to work as it displayed an error and was unable to boot up the start-up display screen. The programmer was able to boot up and interrogate with no error present. It was also determined at analysis that the cursor did not align with the stylus. Attempts to calibrate made the issue worse. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during interrogation of a patient, the programmer failed to work as it displayed an error and was unable to boot up the start up display screen. The programmer was returned for service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.